Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the locking compression plate reconstruction plate 3.5 (445.081) was implanted on (B)(6) 2013 for the treatment of an ulna fracture. Twelve (12) months later, the plate was found broken due to a non-union (pseudoarthrosis). The revision surgery to remove the broken plate was performed at an unknown date. No further information has been provided regarding the fixation method and the implants being used. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate dynamic bending loads, one-sided. Constantly alternating bending loads / load cycles (during daily activities) led to the fatigue of the material, then to a first crack, and finally to the overload respective to the fatigue fracture of the plate. The plate could not resist the applied force, which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a revision procedure on (B)(6) 2014. The broken plate was removed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had an open reduction osteosynthesis of the right cubitus with a c-plate, 8 screws, right radial head dislocation open reduction and fixation with two threaded wires after a traffic accident on (B)(6) 2013. The clinical notes from the hospital indicated that on (B)(6) 2013 the surgeon removed the osteosynthesis materials and 2 wires from the right elbow. It was reported on (B)(6) 2014 that x-rays revealed the implanted lcp reconstruction plate, 3.5 titanium + lhs and cortex screws were broken. There was no sign of trauma and no pain reported at the fracture site. The cause of the breakage of the plate is considered to be a pseudarthrosis of the diaphisys of the ulnar bone. A revision operation is scheduled for an unknown date in (B)(6) 2014. This is report 1 of 9 for (B)(4).